Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had lab work done resulting in diabetic ketoacidosis (dka). It was reported that a patient¿s blood glucose (bg) levels reached 400 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). Patient was given a bolus via the pdm for the 291 bg right before going to the emergency room. By the time they got the emergency room the bg was 100 and then down to 52, emergency room had to give the patient some snacks to bring the patient back up. Patient was given crackers and apple juice and this brought up to normal range but patient was still hungry at 47 and asked for more food so patient had a turkey sandwich and went back to normal which was 84. There were no previous setting changes but after the event, patient¿s basal rate had been adjusted. Patient had high ketones. After they came back from the emergency room, the patient¿s father changed the pod and gave the patient insulin. Patient¿s father stated that insulin or a pod was not worn for a length of time prior to bg levels increasing.